Event description:
The event occurred during an unspecific procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and provided additional information to section b5 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that several high frequency resection electrode loops melted and shortened. It is unknown when the events occurred. There were no reports of patient harm.